Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported vis phone call that they had high blood glucose level. When customer woke up, her blood glucose value was 527mg/dl and gave herself a correction with the pump. Four hours after not eating anything her blood glucose value was 547mg/dl. Customer¿s blood glucose value at time of incident was 405 mg/dl and current blood glucose value was 482 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high bgs. Customer stated that the drive support cap appeared normal. Insulin pump will not be returned for analysis.